Event description:
The customer contacted beckman coulter inc (bec) to report their coulter lh 780 hematology analyzer's probe wipe / backwash cup was broken and overflowed about 10ml of isoton on the. The backwash cup contains diluent (isoton) and blood. The customer was wearing ppe (personal protective equipment) consisting of a lab mantle (coat) and gloves. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event and the operator did not seek medical attention. Patient results were not affected and patient treatment was not impacted by this event. The field service engineer (fse) replaced the backwash cup to resolve the overflow issue. The root cause for the overflow can be attributed to a broken backwash cup.

Manufacturer narrative:
(B)(4).